Event description:
End user called to see if modifications could be done to the chair because when he propels himself his arms get cut by the chair. End user hung up after he was advised to call top end. C/s rep relayed the information she was given for complaint.